Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed due to pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00135-1, and 3002806535-2021-00317-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item 154600,1 similar complaints reported with the item 159571 and 14 similar complaints reported with the item 154723(including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Unique identifier (UDI) number: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: oxf uni tib tray sz c rm PMA, catalog:154723, lot:1922364; medical product: oxford uni femoral sm, catalog:154600, lot:12112327. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00135, 3002806535-2021-00137. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed due to pain. Attempts have been made and no further information has been provided at this time.